Manufacturer narrative:
(Date of event): information unclear lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 22, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6) 2010. The cca documented that the patient manages her diabetes with oral medication. The patient confirmed that alleged issue did not cause her to change her usual diabetes regiment. On (B) (6) 2010 at 11:45 am, the patient reported going to a doctor¿s office visit. It was not specified if the patient had any symptoms at the time of the doctor¿s visit. The patient¿s blood glucose was reportedly tested on the clinic meter and obtained a result of ¿399 mg/dl.¿ the patient claimed that she was treated with 4 units of insulin by a health care professional. Two to three days after the alleged meter issue began, the patient claimed that she developed symptoms, but was unable to specify her symptoms to the cca . It is not known if the patient tested her blood glucose on any meter or if she received/administered any form of medical treatment in response to her symptoms. During the troubleshooting session, the cca documented that the subject meter did not require a new battery replacement per the owner¿s booklet recommendation. The cca noted that the subject meter would not turn on when the power button was pressed. The cca was unable to verify if the subject meter would turn on when a test strip is inserted into the meter because the patient did not have the correct test strips at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and received medical treatment from a health care professional for a condition suggestive of hyperglycemia after the alleged meter issue began.